Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. The patient began treatment with vancomycin (1gm, in next exchange, then every 5th day) and injection (inj) fortum (1gm in next exchange, then 500 mg in each exchange, ip) for peritonitis. The patient was recovering from the peritonitis, and dianeal therapy was ongoing. No additional information is available.